Event description:
It was reported that, during inspection, the camera head's cover glass came off. There was no patient involvement.

Manufacturer narrative:
E1 - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction needed. Updated fields: d9 - date returned to mfg, g3, g6, h2, h3, h6 (type of investigation) and h11. Corrected fields: d10 (inadvertently in the initial emdr na was selected when the correct one was ni). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scratches around the lens (scope mount area) indicate that physical stress was applied to the lens. This may have caused the lens to come off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during inspection, the camera head's cover glass came off. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The cause of the occurrence could not be identified with the information available from this complaint and the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during inspection, the camera head's cover glass came off. There was no patient involvement.